Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a cardioversion. Upon interrogation, it was revealed that the patient's atrial lead was exhibited p-wave amplitude variation. Following the cardioversion, it was found that the atrial lead was no longer capturing. The physician elected to reposition the lead. Fluoroscopy performed prior to the repositioning procedure on (B)(6) 2020 determined that the lead had dislodged. The physician suggested dislodgement occurred most likely due to patient anatomy. The lead was explanted and replaced. The patient was stable.